Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for investigation. The controller event log file contained events spanning from 17oct2023 to 20oct2023. No notable alarms or flow trends were captured, and the pump appeared to be operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas (left ventricular assist system) IFU (instructions for use), rev. C, is currently available. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 5 explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complaints of severe left upper abdomen pain. Of note, the patient gained 61 pounds of weight since implantation. There was concern for an outflow graft twist/kink so a 4d computed tomography scan was ordered. The patient had multiple pulsatility index (pi) events with associated pump speed drops. A review of the log file revealed a few clusters of pi events. Otherwise, the log file captured routine events.